Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
During the use of an unspecified angiojet® solent catheter in a deep vein thrombectomy procedure in the iliac, the patient experienced tachycardia. The run time was noted to be less than 4 minutes. No further complications were reported and the patient status was stable.